Event description:
The hcp reported, impedance values had increased, one month after surgery to replace the ipg, lead and extension; lead impedance readings were between 1486 and 3098 ohms. The patient subsequently had no symptoms for several months, when they had experienced "shock-like sensations at the head and ineffective stimulation with increased voltage." Occasional impedance values obtained had been between 1883 and 1978 ohms; the values then increased (no dates were provided). The patient underwent surgery in 2007, to inspect the extension and ipg connections; they "went in and cleaned off extension connections sites." Review of the device registration system showed the extension product was replaced. The hcp reported in 2007, the patient "has lost much symptom suppression." At follow-up, high therapy impedances (values were not provided), were within range. Monopolar pairs had been acceptable; they were "fairly high and within range." Readings reported were 1,c and 2,c 1883, <15ma; 0,c and 3,c 1250, 19ma. The lead product was replaced in october 2007; therapy benefit remained unclear. Refer to MFR reports #6000153200800163 and #6000153200800164.

Manufacturer narrative:
.